Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultralink meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2013 at 6am. It is not known how the patient manages his diabetes or if changes were made to her usual management routine. About a week prior to the start of the alleged issue, the patient claimed he felt symptoms of ¿constant urination¿ and other high blood glucose symptoms. The patient denied receiving medical treatment. There was no indication of misuse and the correct test strips were being used. The alleged issue was not resolved at the time of troubleshooting. Based on the information provided, there is no indication that the product caused or contributed to a serious injury. The patient¿s symptoms started before the reported issue first occurred. There was no indication that the patient¿s symptoms deteriorated since the patient did not receive any form of medical intervention after the product issue occurred. However, this complaint is being reported because the alleged power issue remained unresolved.

Manufacturer narrative:
Follow-up # 1 ¿ (07/31/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 7/22/2013 and 7/25/2013, respectively, with the following findings:the meter involved with this complaint failed testing. The meter was found to have pcb contamination at bat2. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.